Event description:
On 03/10/08, a customer contacted baxter's technical service center regarding a system error 2240/2367 alarm that appeared on the home choice (hc) display during dwell 5 to 6. The 2240 alarm is an air in line alarm. A 2367 alarm is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. The pt line was connected to the transfer set before pressing go to begin initial drain/therapy. The pt was connected at the time of alarm. The pt did not disconnect from the homechoice during therapy. All of the bags were still connected to the tubing set and were placed on the heater plate and beside the device during set-up. There were no outside sources allowing air into the system. The pt line did not become separated from the transfer set. There were no open clamp(s) or loose tip protector(s) on any unused line(s). There was no moisture noticed around any of the bags or at any of the bag connections (i.e leaks). It was not difficult to manually spike the bag. A supply bag did not fall. There were no leaks noted in the tubing set. There were no pets in the area. The cassette was not available for eval. There was no pt injury or medical intervention indicated at the time of the initial report. In 2008, in a follow up with this home patient's wife regarding a system error 2240 alarm, the home patient's wife indicated that the home pt was in the hosp with peritonitis. The home pt's nurse was contacted and it was confirmed that the home pt was admitted to the hosp three weeks later, with abdominal pain. The nurse stated that the report showed that the home pt had hazy fluid. The nurse stated that the dr was not sure at first if it was pancreatitis or peritonitis but after test's it was reported to be peritonitis. The culture did not grow anything but the blood tests showed evaluated amylase and lipase and the wbc was 1400 and later it came down to less than 100. The home pt was treated with vancomycin. The nurse indicated that she was not sure of the dosage and duration. The home pt is still hospitalized at this time.

Manufacturer narrative:
The sample was discarded.